Event description:
The home care dealer making the report states that the monitor alarms worked o.k. And that the family found the unit annoying and turned it off. Shortly after turning it off the pt died. There was no malfunction with the monitor. The family member stated that they had 3-4 alarms the night before and 1 more 5 hours later, early am.